Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the faulty hood, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During evaluation of the customer's device stryker observed that controls are unresponsive. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.